Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
It was reported to philips that the device had a hazy and blurry touchscreen, which caused a delay in touchscreen performance. The device was not in use on a patient at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site, booted the unit in service mode, and confirmed the screen display was hazy and blurry. The fse disassembled the machine, cleaned the internal parts, and reconnected the video card firmly in place. The extended self-test (est) and short self-test (sst) was completed, and the device passed all testing.